Manufacturer narrative:
Product analysis #701850882: failure investigation performed by (B)(6): one newport ht70 ventilator was received in (B)(6). The reported symptom was verified. One of the circular bearings in the linkage arm of the pump/manifold assembly (p/n: gr-pmp3230a, (B)(4)) was observed to be broken and dislodged from the linkage arm, as shown in figure 1 and figure 2. The root cause of the noisy pump was a broken circular bearing that was dislodged from the linkage arm of the pump. Since this was a MDR investigation, the pump/manifold assembly was retained for further analysis if deemed necessary.

Event description:
It was reported that a ht70 ventilator pump was making noise during circuit check. There was no patient involvement at the time of the reported condition.